Event description:
During an intertrochanteric fracture procedure, the side plate with barrel would not slide over the lag screw that was implanted in the hip. The physician reported that the side plate became jammed onto the lag screw and would not allow proper insertion of the side plate. He repeated two times with two different lag screws and encountered the same issue. The physician then used a new set of instruments and implants to finish the procedure. The procedure was prolonged by one hour. This is 3 of 5 reports for the same event.

Event description:
The surgeon reported the side plate was not jammed but would not pass over the lag screw. He also reported that the problem persisted even after removal from the patient.

Manufacturer narrative:
Device was used for treatment. The investigation could not be completed; no conclusion could be drawn, as the product is entering the complaint system. A review of the device history records has been requested

Manufacturer narrative:
Additional narrative: device used for treatment and not diagnosis. Information from received surgeon questionnaire. The DHR was reviewed and (B)(4) was found on pn (B)(4) lot 5175512 for a nick in the knurl on 1 part in the lot. The one nonconforming part with the nick in the knurl was scrapped. This nonconformance is not relevant to the complaint condition. The returned coupling screw has damage to the knurled portion of the shaft and the threaded end has nicks on the threads. The small end is bent at the threaded tip. A functional check was performed using the mating components returned with this complaint and passed. The damaged and bent threaded end that caused t1 and d2 to fail those checks did not prevent the device from functioning with the returned components. The bent condition of the threaded end is indicative of use in the field and occurred post manufacture.